Event description:
Boston scientific received information that, during a routine device replacement procedure, difficulty was encountered removing this lead from the related device header. The lead could not be successfully removed, and the lead was cut and surgically abandoned. The patient was hospitalized as a normal part of the replacement procedure. No further adverse patient effects were reported.

Manufacturer narrative:
The proximal portion of the severed lead was returned for analysis in the header of the related device. During analysis, the lead portion was successfully removed from the header with normal force. Microscopic inspection of the lead terminal noted evidence of silicone to silicone bonding to the device seal rings. Analysis concluded the silicone to silicone bonding likely contributed to the clinical observation of lead removal difficulty.